Event description:
It was reported by a nurse that a vns patient did not feel her magnet activate the vns generator. Diagnostics were performed at the office visit and it was indicated that high lead impedance was received. The patient manifested an increase in seizures corresponding with the high lead impedance that was received. The patient was referred for x-rays and the device was disabled due to the reported high lead impedance. Additional information was received from the nurse who indicated the patient's generator moves when the patient lifts her left arm. The nurse contacted the implanting surgeon who indicated that the generator was placed in the pocket of the muscle and did not see a problem with it as a lead break could be suspected. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
An incomplete device manufacture date was inadvertently reported on the initial MDR report. The complete manufacturing date is provided.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns lead and generator explant surgery performed on (B)(6) 2012. No new devices were implanted. Immediately prior to the surgery, systems diagnostics testing was performed which resulted in high lead impedance, with eos = no. During the explant surgery, the lead pin was reinserted into the generator several times and high lead impedance continued to occur, ruling out a lead pin issue and making a lead fracture more likely. In addition, inspection of the lead showed a sharp angle close to the pin. Generator diagnostics performed during the surgery indicated normal generator function. The explanted generator and lead have been returned and are pending analysis.

Event description:
Product analysis was completed on the returned vns generator and lead. The generator analysis did not reveal any anomalies, and the generator performed per specifications. The abraded opening found on the outer silicone tubing during the lead analysis most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. As the lead pin was fully inserted, a lead pin issue has been ruled out and a lead fracture is more likely to have occurred in the lead portion not returned

Event description:
Further information was received from the treating nurse indicating the parents of the patient have decided not to re-implant for the time being. X-rays were received and reviewed by the manufacturer. Review of x-rays indicated the generator was visualized in the left upper chest, the front of the generator is facing forward. The filter feed-through wires appeared to be intact, and the lead connector pin appears to be fully inserted into the generator connector block. Part of the lead was visible, apart from a section of the lead that is behind the generator and could therefore not be assessed. Not enough of the neck area was visible in order to assess the electrodes. No acute angles or breaks were observed in the assessed portions of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.